Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) battery depletion-normal.

Event description:
It was reported the patient died with cause of death noted to be multi-organ system failure, sepsis syndrome, pneumonia, and ischemic cardiomyopathy. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.